Manufacturer narrative:
It was reported that two ri-2 units (serial numbers (B)(6)) exhibited "over temperature" alarms. Following receipt of the report, belmont's sales representative and clinical specialist visited the hospital to perform functional tests on the devices and were unable to duplicate the reported "over temperature" alarms; both units performed according to specification. Belmont received a subsequent report on 9/8/2021 that one of the ri-2 units (serial number (B)(6)) exhibited another "over temperature" alarm and the physician therefore requested additional training for the staff. The unit was returned to belmont for investigation. The reported alarm could not be reproduced after extensive inspection and testing. The input and output temperature probes, power driver module, and all cables in the system were verified; the unit performed according to specification upon receipt. The associated disposable sets were discarded at the hospital and were not available for investigation. It was reported that room temperature plasmalyte and prbcs were being infused at the time of the reported "over temperature" alarms. These compatible fluids do not typically lead to an over temperature situation, however the ri-2 may exhibit an "over temperature" alarm for the following reasons: fluid supply is over the temperature limit; the temperature probes are dirty, wet, or blocked; there is no fluid or flow is restricted. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. The manufacturing records for these serial numbers were reviewed and no related anomalies were identified. No patient harm was reported. Belmont will continue to monitor and trend similar reports of this nature.

Manufacturer narrative:
It was reported that two ri-2 units (serial numbers (B)(4)) exhibited "over temperature" alarms. Following receipt of the report, belmont's sales representative and clinical specialist visited the hospital to perform functional tests on the devices and were unable to duplicate the reported "over temperature" alarms; both units performed according to specification. Belmont received a subsequent report on (B)(6) 2021 that one of the ri-2 units (serial number (B)(4)) exhibited another "over temperature" alarm and the physician therefore requested additional training for the staff. The unit was returned to belmont for investigation on 9/15/2021; evaluation of the unit is in process. The associated disposable sets were discarded at the hospital and were not available for investigation. It was reported that room temperature plasmalyte and prbcs were being infused at the time of the reported "over temperature" alarms. These compatible fluids do not typically lead to an over temperature situation, however the ri-2 may exhibit an "over temperature" alarm for the following reasons: 1) fluid supply is over the temperature limit; 2) the temperature probes are dirty, wet, or blocked; 3) there is no fluid or flow is restricted. Without results of the investigation, a root cause of the reported alarm cannot be established. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. The manufacturing records for these serial numbers were reviewed and no related anomalies were identified; the units have not been returned to belmont for service or preventive maintenance since they were shipped to the customer in 2017. No patient harm was reported. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's sales representative reported the following: "both of their ri-2 displayed over temperature alarms after each unit was prime. One over temperature alarm happen during recirculation to make sure that the blood was not stagnant. Both machines showed over temperature alarms they did not keep the disposables."